Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric laparoscopic procedure, the device did not close completely. There were slight bleeding in the staple line and poor staple formation. Manual suturing was performed to resolve the issue.